Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770302000 lot #: 64371060 serial#: (B)(4). Z.s.g.m. Cutter 2:1 ratio catalog #: 00770301500 lot #: 64370610 serial#: (B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that the device had incomplete mesh and worn gears. There was no patient involvement since the device was used on previously recovered cadaver donor skin. It was reported that no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record identified the following related repair: tech confirmed the unit had a damaged gear and the unit could not complete the sample mesh test. Tech replaced the gear, calibrated the unit, tested it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.